Event description:
The customer reported that the ECG waves are disappearing for 1-2 seconds intermittently on this unit. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the ECG waves are disappearing for 1-2 seconds intermittently on this unit. According to the customer, the ECG waves disappear for all tiles; however, they're still able to see numerics. Per the customer, the issue is slowly getting worse. The customer refused to troubleshoot the issue and simply wanted to have the unit replaced. Upon evaluation from the repair center of the returned unit, the issue was duplicated and confirmed. The hdds were replaced, software 05-20 was installed and the touchscreen was calibrated to resolve the issue. The unit was successfully repaired and shipped back to the customer. There was no patient injury reported. Investigation summary: the reported issue was duplicated and confirmed. Upon evaluation from repair center, they found both hdds required replacement and a noise fan. Repair center installed software 05-20, calibrated the touch screen, initialized the unit, checked network functions and ensured the ECG waveforms displayed in full disclosure. The unit was repaired and successfully shipped back to the customer. Attempt # 1: 07/15/2024 emailed the customer via microsoft outlook for device information: the customer replied by stating; the cns was connected to 20 m/n bsm6701 monitors, all with various s/ns; however, no serial numbers were provided. D10 concomitant medical device: the following device was used in conjunction with the cns: bsm: model #: bsm-6701a. Serial #: ni. Device manufacturer date: ni. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: no.